Manufacturer narrative:
The insulin pump was received with no missing segments or bleeding lcd glass noted. The insulin pump was programmed with test mini link and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the value properly on display graph. Also, the insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded the value properly from glucose meter. The insulin pump has cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had cracked display screen and a black mark in the inside of the screen. Customer's blood glucose was 258 mg/dl. The damage is located on the left lower corner of the device and he was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. He agreed to return the device for analysis.